Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: device manufactured between november 27, 2020 to november 28, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photographs were reviewed which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photographs and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported problem could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was discovered within three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was observed during compounding prior to patient use. There was no patient involvement. No additional information is available.